Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the j tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Conservatively, abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
On (B)(6) 2016, a patient in (B)(6) was diagnosed with bowel perforation. Patient is currently under review with surgical team. Patient is on other medications that could lead to bowel perforation, so reporter is unable to assess whether the event is related to duodopa.

Manufacturer narrative:
(B)(4). After the submission of the initial medwatch report, additional information received indicating that the manufacturer of the device was identified as fresenius kabi. The manufacture has been made aware of the event.